Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken light guild connection can be attributed to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed by the customer via repair request, the autoclavable rigid telescope was found to have a reported broken component defect, ¿light guide connector disconnected¿ during a transurethral resection procedure. There was no problems during procedure and the procedure was completed. No death or injury and no impact to the patient or other was reported to olympus.

Manufacturer narrative:
The subject telescope was returned to olympus and the customer¿s reported problem was confirmed, the light guide post connector was found broken detached from the telescope with signs of corrosion. The rigid insertion tube plating is worn/peeling, the light guide connection is burnt and the distal end of the scope including the dents to the frame, edge, stained coverglass and light guide fibers are damaged. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.